Event description:
It was reported that patient was experiencing inadequate pain relief due to high impedances noted on the leads. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial:(B)(6), batch: 5146150.

Manufacturer narrative:
Sc-2317-50, (sn:(B)(6)). The returned leads were analyzed and visual (microscope) and x-ray inspection revealed that all cables were completely broken at the bent/kinked location of the leads. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The leads became kinked after it exited the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the allegation of high impedances has been confirmed. It appeared that the leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure. Sc-1160, (sn:(B)(6)). The patient elected to have the old ipg removed and upgraded. However, the returned ipg was analyzed and revealed it would not charge despite multiple attempts, and the internal electrical measurements confirmed an excessive sleep current of 271.26ma (mili amps), and a low impedance of 16.56 ohms on the vh (high voltage) node. The asic chip was damaged. This type of damage is typically caused by the ipg or lead exposure to high voltage/high current transients. It was confirmed that electrocautery was used during the replacement procedure. Therefore, the probable cause selected is unintended use error caused or contributed to event. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that patient was experiencing inadequate pain relief due to high impedances noted on the leads. The patient underwent a revision procedure wherein the leads and ipg were replaced.